Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Caller said the patient experienced a jolt which "made [them] jump and almost fall to the ground" when they tried to sync to the ins; the patient wanted to go up "one level". The patient was in so much pain all the way down their leg until stimulation was decreased from 4.2v to 3.1v; the patient as then comfortable again. Caller added that they didn't switch programs while trying to increase. The consumer called the healthcare provider's (hcp) office who told them to call the manufacturing company to report the event. The consumer also noted the patient fell within the last two weeks and they are not sure if that was why they received a jolt the last time they made an adjustment. Caller doesn't know the area on which the patient fell, but they weren't injured. As a result of what was reported, the caller was redirected to the hcp to check the device. No further patient complications have been reported as a result of this event.